Manufacturer narrative:
Per the clinic, it was reported that the patient developed infection at abutment site; subsequently, the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet. This report is filed on november 14, 2016. Registration number: 3009092818 and exemption number: e2016011. H3 other text: implanted device remains.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 28, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016, in order to remove the abutment. Additionally, it was reported that the surgeon used antibiotics during the procedure.